Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had an episode of a gi bleed; however, the source was not found other than external hemorrhoids. Anticoagulation medication was held while the hospital staff was trying to find the source of the bleeding. The source was not found, and the bleeding stopped. Anticoagulation medication was restarted. The patient remains ongoing.